Manufacturer narrative:
(B)(4). The event occurred sometime between (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had air bubbles in the administration tube after priming. This occurred after filling the device using a repeater pump. After a few hours, the bubbles dissipated. These devices were not used. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 06/10/2015 - 06/11/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.